Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 600mg/dl. The customer's most current level was 90mg/dl. The customer states the cause of the hospitalization was diabetic ketoacidosis and high blood pressure. The customer states they did not treat for the high levels when they went to the hospital. Troubleshoot was conducted. The customer declined to conduct high pressure test. The customer was advised to change set, reservoir and insulin. The customer was advised to contact their healthcare provider regarding unexplained high levels. The customer was advised to monitor the device and call back if issues persist.